Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer received insulin flow blocked alarm during bolus. The reservoir and tube were not in use before and customer removed set from insulin pump and again received insulin flow blocked alarm during manual prime. No harm requiring medical intervention was reported. The device will not be returned for analysis.